Event description:
It was reported that the customer's insulin pump had buttons that were not responding when attempting to correct a bolus. The customer also received the battery out limit alarm. The customer's blood glucose was 6.4 mmol/l. Advised customer to insert a new battery in the insulin pump. The customer received another battery out limit alarm upon inserting the battery. Advised customer to revert to a back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.